Event description:
Treatment of an avm with onyx. It was reported that onyx could not be visualized during injection. Afterward, the physician conducted radioscopic control of the onyx vial and can see onyx. The patient was reported to have parasthesia.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4).